Manufacturer narrative:
Three unused and two used 5.5 mm acromioblaster burrs were returned for evaluation. The two used devices were evaluated for the reported shedding. Functional inspection was performed and the inner burr rotated freely within the outer sheath, no friction was felt. Examination of the inner burr tube showed visible signs of material galling and debridement confirming the reported complaint of shedding. In addition significant axial fractures through the adapter body were identified. The three unused devices were tested for shedding and found to meet the print specification. The used devices appear to have had excessive side loading applied to them during use. Per the devices IFU ¿excessive ¿side-loading¿ on the blade during use does not improve cutting performance and in extreme cases may result in wear and degradation of the inner assembly¿. After the evaluation a root cause for the reported incident was determined to be user error. No further investigation is warranted at this time. (B)(4).

Event description:
During a sad (subacromial decompression) procedure it was reported that two burrs from this lot shed metal flakes in the shoulder. It was confirmed that the site was flushed/irrigated to remove the debris. There was a five minute procedural delay; a backup was available and there were no reported patient injuries or complications. The patient's post-operative condition has been reported to be okay.